Event description:
It was reported that during an implant attempt, the physician was using a competitor guidewire and when he tried to pull the guidewire back out of the lead the guidewire got stuck. After numerous attempts to pull out the guidewire it ended up breaking off inside the lead body. A portion of the broken guidewire was left inside the lead and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.